Event description:
It was reported the patient had ¿major ups and downs¿ with the interstim device. Additional information received on (B)(6) 2015 indicated the patient battery was dead within a year and now have this stimulation system that was not working at all and could not use as it never worked. The patient indicated they have problems with their implant and due to health issues they cannot do anything with this one. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3093-28, lot# j0357354v, implanted: (B)(6) 2004, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the same information and reviewed, with respect to the pressure, that it was pressure and pinching. The pressure and pinching was noted to have occurred in maybe (B)(6) of 2015. The patient wanted the implant explanted but did not have a healthcare provider (hcp). She did not want a list of physicians as she was going to find her own.

Manufacturer narrative:
(B)(4).

Event description:
It was later noted patient was having pain at lead site and at implant site when pressure was put on the area. The pain has been there for 6 months. It was noted that the implantable therapy never worked since implanted. It was noted this ins battery died almost immediately after implant and had not worked.